Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device is greater than 15 years and has only been in twice for repair. The last repair was on (B)(6) 2009, for a non related issue. The inspection found that the device was received out of calibration on the right side. The side-plates and cutter were worn. The cause of the reported complaint was likely a worn cutter and side-plates, and an out of calibration device, due to a lack of preventative maintenance. The instruction manual states: "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii doesn't cut properly. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the hospital reported the initial graft as "no holes in the skin, and the skin was treated apart, and could not be used. An additional skin graft was harvested to complete the procedure which added about 15 minutes to the planned procedure time.